Event description:
It was reported that the right ventricular (rv) lead had noise, leading to oversensing about twenty minutes after a routine device change out. The lead oversensing was reproducible. It was noted that after the device was changed out the dft (defibrillation threshold) testing was performed and everything was normal. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154awg ICD, implanted: (B)(6) 2007. (B)(4).